Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a set screw anomaly was confirmed in the laboratory. The ventricular set screw bore was visually examined under the microscope and debris was seen at the bottom. The debris prevented the set screw from fully tightening and securing the lead. The cause of the debris was found to be a manufacturing anomaly.

Event description:
It was reported that an anomaly with the rv defib set screw was observed during implant. The device was not implanted.